Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the company representative on 2017-feb-26. The pump had been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing an unknown medication. Dose and concentration were unknown. The indications for use included non-malignant pain and degenerative disc disease. It was reported that the patient's pump began alarming on (B)(6) 2017. The patient thought the alarm sounded like a critical alarm. The patient's personal therapy manager (ptm) displayed error code 9897, which was not a known code. The patient started experiencing shaking on (B)(6) 2017, which diminished by (B)(6) 2017, but the patient also experienced increased pain at that time. The alarm stopped on (B)(6) 2017. The change in symptoms was described as sudden, and the patient was to follow-up with a healthcare provider to have the pump checked. Additional information was received from a healthcare professional (hcp). It was reported that when the pump was interrogated it was found that the pump was stalled. As an action/intervention to resolve the pump alarm and patient symptoms of shaking and increased pain, the pump was programmed to minimum rate and the patient was referred to a neurosurgeon. The cause of the pump alarm was determined to be low eri. Both the pump alarm and patient symptoms have been resolved.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Interrogation of the device revealed it contained fentanyl. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.